Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08998. It was reported that lead dislodgement and loss of capture were observed on the left ventricular (lv) lead. The lead was capped on (B)(6) 2020. During lead revision procedure, a new lv lead was implanted. When the pocket was being closed, loss of capture and lead dislodgement were noted on the new lv lead. The lead was retracted from the target site. After unsuccessfully attempt, the lead was explanted. The physician opted to plug the lv port of the device. The patient did not experience any adverse events before, during or after the procedure. The patient was discharged.